Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had cracks on the reservoir/battery compartment. Customer's blood glucose level was 469 mg/dl. She treated her blood glucose level with a syringe. In the past two months she had a reservoir leak into the compartment. The leak was past the second o-ring. The battery cap was stripping. The customer was admitted into the hospital as a result of the high blood glucose level. She was admitted 6 to 8 times. The tubing had bigger than champagne bubbles. The self-test passed. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.